Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0exjp, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient couldn¿t feel stimulation for the last week or so, but everything else seemed to be working, she had been going to the bathroom like she was supposed to, and she had to catheterize a couple of times but that was it. The patient was going to go to her urologist the past week but she had the flu. The patient had tried all available settings, two settings were too high and hurt, and she wasn¿t able to feel stimulation on the other two settings. The patient went to a healthcare professional the day prior because she had been sick with the flu, and they did an electrocardiogram. The day of the report, she had two toes on the right side that were tingly and ¿trying to go to sleep¿ and it was kind of radiating up her leg. The patient talked to her urologist on call but he ¿didn¿t know enough about the device to know anything about it.¿ the urologist recommended that she go to the hospital. Additional information has been requested but was not available as of the date of this report.